Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, the patient's device was interrogated and revealed that it was at end-of-life. It is suspected that the cause of the event was due to premature battery depletion. However, no intervention has been conducted at this time. The patient experienced no consequences and will continue to be monitored.